Event description:
It was reported that pump displayed malfunction alarm and could not be reset, and no events were noted before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor, received instructions, and pump was replaced under warranty with storage and return instructions provided, and no additional information about backup insulin therapy or event outcome was available.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.